Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿no image is visible,¿ was reproduced. It was determined that the image loss occurred due to a communication failure caused by an internal failure of the cable (i.e., a broken wire). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image displayed¿ was confirmed. The device evaluation found the no image issue was due to cable failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had a no image displayed problem. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.